Manufacturer narrative:
The unit was evaluated upon return with the following findings: front door was broken, bladder bag was split, internal tubing was disconnected from fittings. The unit appears to have experienced higher than usual external source pressure. When internal connections were reestablished and the bladder bag was replaced, the unit functioned normally, with the regulator operating correctly. The unit was manufactured prior to the implementation of a high pressure relief valve.

Event description:
Door of one pump blew open when pump was being set up prior to procedure.